Event description:
It was reported that pump experienced malfunction and displayed malfunction code while customer was using it. There was no adverse impact to the customer¿s blood glucose level. Customer performed reset on pump independently and continued to use current pump with an alternate method available if needed.